Event description:
It was reported that there were unspecified issues with the pump battery that was causing it to take longer to be charged completely. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.